Event description:
It was reported that the device met resistance as it was advancing over an unknown guide wire outside of the patient. The device was pulled back to remove it from the guide wire (contrary to IFU) and the soft tip separated. The separated tip was easily identified and removed from the guide wire.